Manufacturer narrative:
.

Event description:
On (B)(6) 2004, the patient was reportedly seen at the center due to migration of the device to the area of her right mastoid. A request was made to obtain a CT scan or x-ray. On (B)(6) 2004, the patient was reportedly seen at the center for device evaluation. Testing performed revealed out of range electrode impedance measurements on four electrodes. On (B)(6) 2004, the patient was seen by a company representative for device evaluation. Testing performed confirmed open circuits for four electrodes and significant current spread along the electrode array which may be consistent with an extruded array. A recommendation was made to obtain an ap transorbital x-ray. Surgery to explant the patient's c1 device ahs been scheduled.